Manufacturer narrative:
The explanted ipg was not returned to bsn for evaluation as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.

Event description:
A report was received that the patient was having difficulty charging her ipg. The device was working properly, however, it was placed superficial and physician chose to replace it.